Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the cartridge compartment of the infusion device was wet with insulin that came from the insulin cartridge. No adverse event was reported. The insulin cartridge was requested to be returned for product evaluation.